Event description:
Customer reported being hospitalized due to low blood glucose levels. Customer felt that her basal rates may have been programmed in the pump incorrectly. The customer stated that she would call back at a later time to troubleshoot the pump.